Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was difficulty fixating right atrial (ra) lead and it had high thresholds. The ra lead placement was attempted several times to no avail. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.